Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative (rep) reported that the patient¿s implantable neurostimulator (ins) was in an overdischarged state and a trickle charge was performed a week prior to the date of this report. The patient reported a rapid discharge via manufacturer representative at the time of this report. It was noted that the power on reset (por) had not yet been cleared. It was further reported that the patient tried to establish stimulation about three months prior to the date of this report. Additional information received on 2016-oct-12 reported that the patient was managing their pain without their ins, so they discontinued charging their device. The patient¿s battery was overdischarged for over a year prior to resetting the device. It was noted that the battery was now able to hold a charge for up to 40 hours before depleting. The manufacturer representative stated that the patient was instructed to allow the battery to reach 25% capacity before recharging. The patient was to continue that and the manufacturer representative was to follow up within a week to see if the battery could hold a charge for longer than 40 hours. The patient's indication for use was non-malignant pain. Additional information was received from the rep. It was reported that the battery was explanted and the rep would be returning the explanted device for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.